Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume enough food for the intended amount of bolus delivery resulting in a low blood glucose (bg) level; value was not provided. Customer consumed carbohydrates and received assistance by being provided with juice to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.